Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 30mg/dl. Customer treated with juice. Customer indicated that their blood glucose value was 315mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer indicated that the pump may have possibly been worn in or around an MRI machine. Customer was advised to monitor the pump and blood glucose with their doctor and call back if any further issues.